Manufacturer narrative:
H.6. Investigation summary: one photo and one 3ml safetyglide syringe needle combo was received and observed to be in an opened blister pack from batch #8031728 (p/n 305905). Through a visual examination, the stopper was confirmed to be improperly assembled to the end of the plunger rod. The top rib of the stopper is only half attached causing it to sit at an angle resulting in an insecure stopper condition. This is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the insecure stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that the bd safetyglide¿ needle had a "distorted" stopper.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle had a "distorted" stopper.